Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b the customer received false positive results. This event occurred 2 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer reports false positive results on 256088, lot# 1252913". (B)(4).

Manufacturer narrative:
(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary this statement is to summarize the investigation results regarding your complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1252913. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no issue were found . Returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. The root cause could not be identified.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b the customer received false positive results. This event occurred 2 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer reports false positive results on 256088, lot# 1252913" eua: (B)(4).